Event description:
The report stated that during the procedure, the surgeon noticed a piece of metal material fell off the device and into pt cavity. The surgeon was able to recover the metal piece. No pt injury.

Manufacturer narrative:
Date of initial report: 04/07/2009. The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.